Event description:
A (B)(6) female patient's nurse contacted zoll customer support to report constant adjust belt or check belt messages. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check belt messages) has been confirmed. As received, there was corrosion on ECG c, around l1. The cause of the check belt messages is the extensive damage to ECG c. The cause of the corrosion is contamination. The cause of the contamination cannot be positively identified but is likely liquid ingress. No adverse event resulted from the damaged electrode belt. The patient received a replacement belt.